Manufacturer narrative:
The actual device batch number associated with this event is not known. The possible batch number is reported as follows: batch#(B)(6), exp date: 02/28/2018, MFR date: 03/28/2016. Actual sample : during the visual inspection of the sample, it was observed body fluids along of the strand. In addition, due to condition of the sample the barbs cannot be measured. Suture was measured for length and found to be without of the required length requirements due to that the sample was cut. According to the sample condition, it could not be determined what may have caused the reported incident. Representative sample: barbs were present along of the strand and loops were as expected. Ten barbs were measured and barbs meet the depth specification. As the sample is an absorbable suture and was returned opened, the degradation process already begun.

Manufacturer narrative:
The device history records were reviewed for the possible batch number and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2017 and a barbed suture was used. While suturing vaginal cuff, the barbs on last 1/3 (estimated) of the suture did not hold tissue. The surgeon could pull this part of the suture back and forth through the tissue without the barbs holding. Nothing abnormal with the tissue was observed or reported. The surgeon stated it did not look or feel like the barbs were there completely. The surgeon tied knot to secure the end of the suture and complete the closure. There were no adverse patient consequences reported.